Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with unspecified mentor saline breast implants was diagnosed with adhd 4 months post implantation. In 2014, she was diagnosed with trigeminal neuralgia and tinnitus. By 2015, the patient began experiencing fibromyalgia symptoms such as brain fog, chronic fatigue, and severe nerve/joint pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This report is for the second of two devices.